Event description:
The customer reported to olympus, during routine testing, the colonovideoscope tested positive for microbial contamination. All channels of the scope were cultured and tested positive for greater than one hundred colony forming units (cfu) of indicator organisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer was asked to provide their cleaning, disinfection, and sterilization process. At this time, no information has been provided. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Thirty-nine (39) colony forming units (cfus) of rhodotorula rubra and coagulase-negative staphylococci were identified. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The endoscope will be reprocessed and a new sample will be taken. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus reprocessed the device again and ordered culture test to the third party laboratory. As a result of the testing, the sample collected from all channels of the device tested positive for gram-positive bacteria and coagulase-negative staphylococci (the total is 25 cfu/endoscope). The repair center checked the subject device and found following. C-cover cracked, a-rubber glue peeled off, biopsy knob scratched, aw-cylinder scratched, coloring on aw-cylinder peeling off, s-cylinder scratched, coloring on s-cylinder peeling off, scope connector water mouthpiece scratched, biopsy channel scratched. Olympus replaced each channel, suction cylinder, a/w-cylinder, connector of the subject device and conducted reprocessing. Then olympus ordered culture test to the third party laboratory. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reprocessing was insufficient due to physical damage of the subject device. The event can be detected/prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.